Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that a lesion in the mid left anterior descending (lad) was stented with a 3.5 x 28 mm xience v; however, a dissection occured at the distal end of the lesion which was further covered by a 3.5 x 15 mm xience v as treatment. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - the patient effect of a dissection is addressed in the instructions for use (IFU) and the no-fault risk assessment as a potential post-procedure complication associated with coronary stenting procedures and is not necessarily an indication of a product quality deficiency. The IFU states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). Ultimately, a definitive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.